Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 7.3 mmol/l at the time of the incident. The customer¿s other blood glucose was 14 mmol/l and 18 mmol/l. The customer stated that when they bolus it does not bring down the blood glucose. The customer had no symptoms. The customer reported that they feel okay for troubleshooting. The customer reported that insulin pump system was been in use within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer had an old insulin pump as a back-up plan. The customer does not alleged that the insulin pump was under delivering. The customer reported that the insulin exited at the quick release. For the high pressure test, the customer does not think that they had the clamp on correctly. The device will not be returned for analysis.